Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Equipment returned by patient. Unit extremely loud and pressure tested out at 0. Will not nebulize meds.